Event description:
(B)(4). Immediately after opening the package, the customer noticed the tubing was detached. So he did not use the product. No patient injury. Lease put a product photo(s) in the investigation report. If a product photo(s) provided by smj are uploaded to this complaint, please post it/them on the investigation report wherever possible.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Two pictures and a sample were received for evaluation. Based on image provided, there was a possible disconnection. The returned sample was visually inspected under normal lighting. Sample was visually inspected in following components: tube surface, luer lock adapter, reflux connector w/ ports and assembly connector swivel return. During visual inspection, no marks or stains were observed on tube surface, reflux connector or swivel connector; however, it was noted that the tube is detached from the product, therefore, failure mode reported is confirmed. It was also noticed that the tube has solvent remaining inside. The most probable root cause is the product became damaged after it left the manufacturing facility. Based on root cause, no corrective actions were required since failure mode is not attributable at the manufacturing process.